Event description:
Per the physician, the patient experienced an infection and swelling at the site of the device along with device extrusion. The patient was administered antibiotics (type not reported) which did not alleviate the issues. Explant is planned but had not taken place at the time of this report. Reimplantation is not planned at this time.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2010; reimplantation is planned but has not occurred as of the date of this report.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B) (4).